Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. If any additional relevant information is identified following completion of the investigation of the returned device, the additional relevant information will be submitted in a follow-up report.

Event description:
The nykanen radiofrequency (rf) wire kit was used for septal puncture during a fulminant myocarditis procedure. During the procedure, the nykanen rf wire was inserted into the angiography catheter together with a gadelius medical microcatheter. When the assembly was positioned on the atrial septum for puncture, rf energy was applied 2-3 times. However, puncture was not successful. The physician removed the nykanen rf wire from the patient to inspect and observed that the tip of the wire was deformed. The cause of the tip deformation is unknown. A new nykanen radiofrequency (rf) wire kit was opened and used to complete the procedure successfully. Baylis medical has decided to report this event due to the procedural delay that occurred.